Manufacturer narrative:
Report 3003721894-2016-00044 is associated with (B)(4), poligrip unknown. For regulatory reporting purposes a qa investigation was requested even though a product complaint was not reported by the consumer. Final qa investigation report received on 08 july 2016: the batch details were not received for this complaint. There was insufficient information to investigate further; therefore, the investigation was closed.

Event description:
Accidental device ingestion [accidental device ingestion]. Lasts until the first cup of tea or coffee is consumed [drug ineffective]. Product complaint [product complaint]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received gsk denture adhesive (formulation unknown) (poligrip unknown) unknown for denture wearer. Concurrent medical conditions included denture wearer (upper and lower dentures). On an unknown date, the patient started poligrip unknown. On an unknown date, an unknown time after starting poligrip unknown, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was not reported. It was unknown if the reporter considered the accidental device ingestion to be related to poligrip unknown. Gsk medical assessment revealed poligrip was suspected to be a contributory cause of the incident. The event did not lead to any serious consequence. Additional details: the consumer reported via email that he had never benefited from good dental health hygiene and that he now used upper and lower dentures. He stated that the upper dentures stayed up quite comfortably due to "suction that was granted by nature's convenient concave contour". The consumer reported that the lower required poligrip and that it lasted until the first cup of tea or coffee was consumed. The consumer stated that at each meal more poligrip disappeared and that his "stomach benefits or otherwise from 3 intakes of poligrip" (accidental ingestion). The consumer stated that he was a senior and in good health. Follow up received from qa on 28 june 2016. Quality review was completed. The lot number was unknown, the complaint sample was not returned, therefore there was insufficient information to investigate further at that time. Qa report received on 8 july 2016: qa results revealed the complaint to be unsubstantiated.

Manufacturer narrative:
This report is associated with argus case (B)(4), poligrip unknown. Poligrip unknown is marketed as super poligrip in the us. For regulatory reporting purposes a qa investigation was requested even though a product complaint was not reported by the consumer. Final qa investigation report received on 08 july 2016: the batch details were not received for this complaint. There was insufficient information to investigate further; therefore, the investigation was closed. See attached report. An additional final qa report was received from a different manufacturer (gsk (B)(4)) on 26 august 2016: no sample was received. The consumer didn't supply a lot number so the batch file couldn't be reviewed. Also, not enough information was given to determine if the product was poligrip comfort strips or poligrip paste. We are unable to substantiate the claim without additional information. We will reopen the case if the sample or lot number is provided.

Manufacturer narrative:
This report is associated with argus (B)(4) poligrip unknown.

Event description:
Accidental device ingestion [accidental device ingestion]. This case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received gsk denture adhesive (formulation unknown) (poligrip unknown) unknown for denture wearer. Concurrent medical conditions included denture wearer (upper and lower dentures). On an unknown date, the patient started poligrip unknown. On an unknown date, an unknown time after starting poligrip unknown, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was not reported. It was unknown if the reporter considered the accidental device ingestion to be related to poligrip unknown. Gsk medical assessment revealed poligrip was suspected to be a contributory cause of the incident. The event did not lead to any serious consequence. Additional details: the consumer reported via email that he had never benefited from good dental health hygiene and that he now used upper and lower dentures. He stated that the upper dentures stayed up quite comfortably due to "suction that was granted by nature's convenient concave contour". The consumer reported that the lower required poligrip and that it lasted until the first cup of tea or coffee was consumed. The consumer stated that at each meal more poligrip disappeared and that his "stomach benefits or otherwise from 3 intakes of poligrip" (accidental ingestion). The consumer stated that he was a senior and in good health.